Manufacturer narrative:
Product event: (B)(4) patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a bronchoscopy procedure, the electrode on the corecath device tip fractured and detached while staff were cleaning the device. Nothing fell into the patient and there was no patient injury reported.